Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery voltage was 2.94 volts on (B)(6) 2016. Eri had not been triggered. No patient alerts. Eri had not been triggered. (B)(4).

Event description:
It was reported that the device had reached battery depletion shorter than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.